Event description:
In 2005, lasik surgery was performed to correct nearsightedness by a dr. Three weeks later, the pt noticed the first indications of detached retina, which was not diagnosed until nearly one week later. The following month, vitrectomy surgery was performed to correct the detached retina by another dr. The pt was required to remain face down for over 5 weeks during the recovery phase and missed a total of 3 months of work as a result. Three months later, a cataract surgery was performed by a dr(third) to remove the natural lens of the eye, which was dried out from the vitrectomy surgery. Finally, three months later, a yag procedure was performed by third dr to remove a cloudy film from the back of the lens.